Event description:
A cartridge change error was reported with the customer's insulin pump, preventing successful loading even after following the instructions and cleaning attempts. There was no adverse impact to the customer's blood glucose level. The customer could not resume insulin delivery due to the issue, and cartridge change error persisted without drops from the tubing. Customer support escalated the troubleshooting, and a decision was made to replace the pump and provide three additional cartridges. The customer understood they needed to program the replacement pump themselves and return the faulty one to avoid being billed.